Event description:
The report co received from the sales representative indicated that during index procedure physician implanted the stent and there was proximal disease and another stent was also implanted. During the month of november 2004, pt had angina. In january 2005, pt had a stress test performed and was positive. In 2005, pt was re-cath; there was focal stenosis, stents appeared to be apart and significant overlap. Physician has indicated that stent fractured.